Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was stuck at 95% despite being interacted with over the past 3 days. There was no patient involvement, as the pump was not being used on the patient at the time of the event.